Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a biliary stone lithotripsy, the control wire of the subject device was broken while the users were attempting to close its basket around the stone. The users reportedly used a non-olympus emergency handle and tried to crush the stone, but the wires near the basket were snapped and the tip of the subject device was remained within the biliary duct. It was reported that the procedure was abandoned after the device except the tip was withdrawn from the patient and an unidentified stent was inserted into the biliary duct.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that the distal tip of the device was successfully retrieved from the patient by using olympus retrieval basket (B)(4) during additional ercp on (B)(6). The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the wire(s) was broken near the control section and the basket portion. The wire filaments at the broken parts were stretched and snapped. There were no abnormalities related to the breakage in the device and its product record. Omsc concluded that the cause of the breakage was likely due to the hardness and the size of the stone and excessive force beyond the intended strength of the wires. The device instruction manual warns users that "a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.